Event description:
Resident was in bed. They placed the lift sling under the resident. They hooked the loops of the sling onto the hooks of the lift. "Na/r" was controlling the lift. Resident was instructed to cross arms. The resident was lifted above the bed. "Na/r" stated that the other "na/r" was moving the chair to position it under the resident, when operator 'na/r" heard a "pop". The resident shifted to the left side, the lower left loop of the sling was "unattached". Resident was facing operator. Resident shifted, rolled to the side and exited the sling. Resident hit the floor, right shoulder and head. Residents legs were still in the sling, head on floor. With one hand on the residents' head for support, using the hand held remote, she lowered the sling to release the pressure on the sling and unhooked the other three points. Administrator and safety officer then went to the pt's room and reenacted the lift. Administrator and safety officer inspected the room, the lift and the sling to see if the loops or the hooks had failed. They were intact. There was no damage to the sling. No deficiencies noted in the procedure.